Event description:
Pacemaker procedure delivery system for the medtronic micra pacemaker was placed and would not deflect properly (it kept flopping around). This made positioning the device impossible and could not cross the valve. A new system was used (lot number of new device: mcr6467985).